Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was not responding on the top half of the screen. There was no patient involvement when the issue occurred. There was no patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was not responding on the top half of the screen. The customer reported that there was no visible damage to the device. A calibration was performed on the touchscreen, but the problem reoccurs. The customer was provided with the part number for a replacement touchscreen.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the touchscreen was replaced, and the issue was resolved. The device was returned to service.